Event description:
It was reported the patient's s1 lead migrated after a fall. The issue was confirmed via x-rays. In turn, surgical intervention took place wherein the lead was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.